Manufacturer narrative:
The concerto device is equipped with two side supports, one located on each side. To release a side support from the raised position, both black catches must be pressed simultaneously. When raising the side support, both catches are intended to snap into place. Inspection of the device revealed that the concerto has a cracked stretcher at the location where one of the black catches is positioned. As a result, the side support is not fully locked at this location. This finding was confirmed by the photos and video received. Consequently, the side support could be secured by only one black catch instead of two. The concerto stretcher may have been damaged prior to the incident, and the defect may not have been noticed by the caregiver. Therefore, the resident¿s weight applied to the side support, which was not fully locked, may have contributed to its opening. Mechanical failure can be considered one of the plausible causes based on the type of damage observed (a cracked stretcher at the location where one of the black catches is positioned). However, this cannot be confirmed, as it is unknown how and when the stretcher damage occurred. The device inspection performed by the arjo service team indicated that the concerto was in poor and worn condition. The concerto involved in the event was manufactured in june 2014, meaning that it was approximately 12 years old at the time of the event. The device was not under an arjo service contract and was maintained internally by the customer. The concerto instructions for use (IFU; 04.ba.05_9) instruct the user to check the device at specified intervals, including the following: ¿actions before every use if any part is missing or damaged ¿ do not use the product.¿ according to the preventive maintenance schedule, inspection of mechanical attachments and functional testing of the concerto should be performed on a weekly basis. This includes checks for ¿cracks in the stretcher¿ and ¿catches on the side supports.¿ moreover, the IFU includes the following warnings: ¿warning: to avoid the resident falling out of the device, make sure that all side supports are in a locked position.¿ ¿when raising the side support, make sure that the two catches snap into place.¿ based on the analysis performed, it was assessed that the event was related to mechanical failure of a device component; however, it cannot be excluded that non-adherence to the device instructions was one of the contributing factors. In summary, the concerto device did not meet performance specifications due to a damaged stretcher. The event occurred during use with a patient. The complaint was deemed reportable due to the reported fall of a patient, which resulted in serious injuries. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
Arjo was notified of an incident involving a concerto/basic shower trolley. It was reported that during the showering of a patient by three caregivers, the shower trolley side support opened, resulting in the patient falling to the floor. As a consequence of the fall, the patient sustained multiple injuries, including several fractures and digestive hemorrhages, which required transfusion and ongoing medical monitoring. The patient was transferred to the emergency room (ER). One caregiver also reported back pain; no additional clinical details were provided. The device was removed from service following the incident.

Manufacturer narrative:
Section e ¿ initial reporter: a correction was made to the reporter¿s first and last name and phone number. Email address was added. Section h6, annex e: one patient code was corrected.